Event description:
Following the procedure, the physician attempted arteriotomy closure with the closer 6 fr. Closer device. The device was inserted with no resistance noted. The needles were deployed; however, the sutures were not harvested. The physician attempted to remove the device and noted resistance. It was difficult to retract the device, but it was successfully removed from the artery and access site. Manual compression was then used to achieve hemostasis. There was no pt injury. The cath lab personnel noted that the device had snapped at the base of the metal shaft. The foot was not completely parked back into position. Notes from the field state that the device was not turned or twisted during insertion.